Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin. The customer's blood glucose level was 110 mg/dl, which was addressed by setting a temporary rate of 50% for 15 minutes. Tandem technical support educated the customer on the bolus features of the pump. During a follow-up call on (B)(6) 2017, the customer reported blood glucose level was 97 mg/dl. Additionally, it was reported that the customer was in contact with health care provider who adjusted the basal settings for diabetes management.